Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient¿s spouse had asked what the patient¿s ins settings had been from the health care physician (hcp). The spouse stated the patient had a myelogram where the ins had been turned off and that when the ins had been turned back on, the spouse noticed the ins had been set at 1.5. The spouse noted the patient¿s notes indicated that in the office the patient¿s ins amplitude had been increased from .6 to .9. The ins settings were higher than expected. The spouse mentioned the patient was having urine retention again and stated they didn't believe the patient felt stimulation after the ins had been turned back on. The spouse stated the patient had been admitted to the emergency room/hospitalized the night prior to the call because the patient had been having pressure and pain; the patient was catheterized which indicated 340-440 still left in the patient¿s bladder after urinating. The spouse stated they d ID blood tests and cathed the patient earlier on the morning of the call and the patient had 350 ¿something like that¿ in their bladder. Patient services reviewed ins settings were not kept by the manufacturer company and suggested the spouse follow up with the health care physician (hcp). The spouse requested a message be sent to the manufacturer representative (rep) who had helped adjust the patient¿s settings. The rep was contacted and the rep stated they would reach out to the patient. There were no further complications reported.